Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample or reagent into well position f1 and no error message was given. A field service engineer was dispatched and was unable to duplicate the event. No death or serious injury was associated with this event.